Event description:
Procedure: vatspatient sex: unkwhen the device was applied the staples did not form properly and the tissue separated. The surgeon proceeded to suture the staple line to finish the case.